Event description:
Additional information was received from a health care professional. It was reported that the cause of the uti was unknown, but it was not related to the device and/or therapy. When asked if it was related to the patient¿s underlying urinary dysfunction, it was stated both that it was unrelated, and that the relation was unknown. It was noted that the patient was given antibiotics to resolve the issue. No further patient complications are anticipated or expected as a result of this event. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient had a crampy feeling, and the feeling went away after a bit and having a bowel movement. Then on (B)(6) 2019 the patient reported that they were feeling discomfort. They started an antibiotic for a uti that they now had and thought that the antibiotic was causing bowel issues in the last 24 hour period. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.